Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a new battery was inserted into the pump and the pump powered on to the verification screen. After confirming the verification screen, the pump emitted a cs 177 (low battery alarm). The short battery life was duplicated due to moisture ingress. There was moisture corrosion observed in the ir window and behind the display lens. A leak test was performed and pump case leaks were found. On an attempt to perform the rewind step, the pump emitted a cs 078 service alarm. Unrelated to the original complaint, the pump case was found to be cracked near the upper right corner of the display lens and the keypad cover side of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.